Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) had performance issues as the pump was not operating as expected. The physician tried troubleshooting the device without success, so the patient underwent a revision procedure in which the cylinders and pump were explanted and replaced. The reservoir was left in. There were no patient complications.